Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 477 mg/dl. She experienced thrist and fatigue as symptoms of her hyperglycemia. The patient treated via manual insulin injection. During troubleshooting the insulin pump was able to prime without incident using the current infusion set. However, there were small air bubbles identified in her tubing near the reservoir. The customer found a leak out of the reservoir. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.